Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint via e-mail: my insurance changed to using true plus pen needles. They are terrible. Jamming my insulin pen every time. Once it stops it will not restart. I have to use other brand that I still had left. Is it just this box or are all your pen needles this bad jamming my insulin pen. Thank you. Unable to contact the customer via telephone. No further information could be obtained.